Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead of this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements between 90 ohms and 167 ohms. Technical services (ts) was consulted and determined the impedance changes were not gradual but jump rapidly day-to-day. This crt-d and rv lead remain in service. No adverse patient effects were reported.